Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd arterial cannula, the clinician experienced infections. The following information was provided by the initial reporter. "It was reported via survey response the clinician experienced localized infection (10), hematoma (30), and bleeding (6) when used for insertion." It was reported via survey response the clinician experienced thrombosis (1), localized infection (2), and hematoma (1) when used for arterial blood pressure monitoring¿.